Event description:
Related manufacturer reference number: 2017865-2025-15094. It was reported that the patient presented for a routine generator change. During the procedure, the right atrial (ra) lead failed to be removed from the implantable cardioverter defibrillator (ICD) header. The ICD was damaged while attempting to remove the lead. On (B)(6) 2025, the physician elected to cut the ra lead and retrieved the part that was cut along with the device. The lead was then capped, and both the lead and device were replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of difficult removing the atrial lead from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the a-lead to become stuck and hard to remove from the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design.